Manufacturer narrative:
G4: 28jan2020. B4: (B)(6) 2020 the reported issue was resolved; however, no additional information regarding the repair or current status of the ventilator was obtained. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/17/2019.

Event description:
The customer reported an alarm light emitting diode failure. The device was in clinical use at the time the reported issue was discovered. However, there was no reported patient or user harm.